Manufacturer narrative:
(B)(4). The device was manufactured february 7, 2015 - february 9, 2015. The device was received for evaluation. Visual inspection revealed a white particle approximately 1.43 mm in length, floating in the bladder. Fourier transform infrared spectroscopy identified the particle to be acrylic. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a fiber floating in the large volume infusor. The particulate matter was identified after the device was compounded with fluorouracil, during the storage of the device. There was no patient involvement. No additional information is available.